Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device via a 6f sheath, using a pre-close technique, prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss was noted. The sutures of two other proglide devices were successfully preplaced prior to the aaa procedure. The sheath was upsized to 16f and the aaa procedure was completed. The successfully preplaced proglide sutures were used after the aaa procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.